Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black line on the display and it was hard to see the one on the screen. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated that there was a crack on the battery compartment and on the opening of the reservoir. Customer stated the spring was neither damaged nor corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No missing segments, partial display or black lines on display noted. Device received with cracked case . The p-cap does lock properly in place. (B)(4).